Event description:
It was reported that the device longevity was expected to be 5.5 years; however, the battery voltage at the follow up showed the device had reached elective replacement indicator (eri). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analyzed. The high current drain condition was due to excessive leakage current internal to the tantalum capacitor c1.